Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years and 7 months. The pump was not explanted and therefore will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2017, the patient was admitted to the hospital due to right sided weakness and aphasia. The patient's inr was 1.1 a thrombectomy was performed and the patient responded well to the treatment. The rehabilitation therapy was initiated at the hospital. On the day prior to discharge, the patient experienced respiratory arrest. The patient's family wished for medical therapy only, and the patient eventually expired on (B)(6) 2017. The lvad clinicians reported that the patient's outcome was not device or therapy related. There were no reported alarms for this event and the pump will not be explanted. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. It cannot be determined that the lvad therapy did not contribute to the neurological thrombotic, nor that the event did not contribute to the respiratory event.